Event description:
It was reported that during a da vinci si hysterectomy procedure, the monopolar curved scissors (mcs) broke. The surgeon made the decision to complete the planned surgical procedure due to the patient's anatomy. No patient harm was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012, the isi clinical sales representative (csr) present during the planned surgical procedure indicated that the monopolar curved scissors (mcs) instrument broke during the procedure, causing energy to escape the instrument; however, no patient harm or injury occurred. The csr indicated that the surgeon reported that the patient had many abdominal adhesions that made a continued attempt to proceed with the planned surgical procedure using minimally invasive techniques unsafe. Per the csr, the surgeon indicated that although the mcs instrument malfunction did influence his decision to convert the procedure to open, it was not the primary reason for the conversion and without the patient anatomical challenges, he would have moved forward with the procedure robotically. The surgeon reported to the csr that the patient was discharged from the hospital on (B)(6) 2012, is doing well and did not experience any post-operative complications. On june 15, 2012, isi contacted the (B)(6) concerning the mcs instrument and he indicated that he was not present during the surgical procedure when the instrument broke. (B)(6) indicated that he will follow up with the surgical staff to verify the status of the mcs instrument and that he will contact isi to advise if the instrument is available for return for evaluation by isi.